Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited noise and high out-of-range pacing impedance of greater than 2,000 ohms. Surgical intervention was done to explant and replace the ra lead. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being processed as the investigation conclusion code was updated.